Event description:
Philips received a complaint on the heartstart xl indicating that the device failed the self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a battery failure. The root cause of the battery failure could not be determined. The issue was resolved by replacing battery and the product is back in service.